Manufacturer narrative:
Device passed displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test, sleep current measurement, active current measurement and selftest.device was monitored and functioning properly. Pump passed the delivery accuracy test at 0.08730 inches.

Event description:
The initial report and or supplemental report had the incorrect incident date. The correct incident date is (B)(6) 2019.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they experienced hypoglycemia. Customer¿s blood glucose level was 28 mg/dl at time of incident and other 26 mg/dl. Customer treated with food. Customer was using insulin pump system within 48 hours of reported low blood glucose event. Customer does not use auto mode. Customer had experiencing low blood glucose for a month and half. Customer was neither in emergency room, nor admitted into hospital. Customer reported that the insulin pump does not allege over delivering. Customer reported that during the last set change customer recalls insulin dripping or squirting from end of set before connecting at their site. The insulin pump will be returned for analysis.